Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said she had a lot of scar tissue at the initial implant because the impedances were all "green" when the impedances were checked. The patient figured the scar tissue has something to do with the oor. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that when the rep was programming the patient they kept getting oor on program 1. The rep's tablet stated that electrodes 0, 2, and 3 were out of range, and that there could be the possibly of a short. The patient said she went on an airplane trip which last three hours each way and has been sleeping on a new mattress. The electrode impedance were measured, but measurements did not reflect a short in the electrodes. The rep also tried programming on those electrodes to remove the oor. The rep eventually reprogrammed the patient without using those electrodes (0, 2, and 3). The rep used 4 and 5 instead. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.